Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown t2 femoral nail targeting arm adapter. If additional information becomes available, it will be provided on a supplemental report. Product disposition is unknown.

Event description:
It was reported that on 09-20-2015, it was found at the hospital that the tube end that adapts to the nail broke off of the nail on the t2 femoral nail targeting arm. No patient involvement - found during inspection. On 21-jan-2016, sales rep clarified the reported item: "the broken t2 ar femoral nail targeting arm adapter." Sales rep reported "the keyed "teeth" that actually fit into a femoral nail broke off leaving nothing to "mate" with and correctly orientate the nail. It was discovered during surgery when attaching a nail to the targeting arm. It had obviously broken during the previous surgery it was used on and went undetected. There were no adverse events due to it breaking during the unknown surgery. While it made the surgery, it was discovered on more complicated, there were no adverse events due to it being broken." Surgery went on successfully; there was nothing wrong with the actual implant.